Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The returned reamer was visually inspected, revealing that the device is broken at the proximal section. The part of the shaft near the breakage is highly twisted and worn out. This plastic deformation indicates that the instrument broke in a ductile manner. The fracture was most likely induced by increased repetitive torsional overload, ultimately leading to breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause was identified as user-related since the device clearly shows signs of usage over time, facing repetitive torsional load that leads to the weakening of the device and ultimately results in breakage. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the shaft of the flexible reamer breaks at the base."